Manufacturer narrative:
Additional information was received that the lump was located at the lead site which was the reason for the revision. Symptom of tenderness was noted and infection was not suspected.

Event description:
A report was received that the patient will undergo an ipg and lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-70, serial#: (B)(4), description: linear 3-6 lead,70cm. Model#: sc-3138-25, serial#: (B)(4), description: scs phiii ext, 25cm.

Event description:
A report was received that the patient will undergo an ipg and lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. An unknown lump was noted but suspected to be not device related. It was unknown if the lump was the reason for the scs revision. The patient was given antibiotics.

Event description:
A report was received that the patient will undergo an ipg and lead revision procedure for an unknown reason.